Event description:
Additional information received reported the patient complained of no stimulation and a return of pain. The stimulation was charged and reprogrammed, after which, it was working fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had let the implantable neurostimulator (ins) battery level get too low. The patient had gone out of town and had not brought her charging equipment with. About 4 days prior to the date of this report, the patient had noted that ¿all of a sudden¿ her back and leg hurt and, after checking the ins, found that the ins had had no charge at all. The patient had then ¿hurried up and come home¿ and had started charging the ins. It had taken a ¿super long time¿ to get the ins to charge, but the patient was able to get the ins to start charging. The patient had been charging the ins and the ins had been almost half charged on the night prior to the date of this report, when the patient went to sleep. The patient had attempted to charge the ins while sleeping, but that hadn¿t worked because ¿it¿ kept ¿beeping.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).